Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer blood glucose level was 420 mg/dl. Customer current blood glucose level was 420 mg/dl. Customer stated they had positive results for ketones test and symptoms like nausea, vomiting, abdominal pain, difficulty breathing. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. The customer was not admitted into hospital as a result of high blood glucose. Customer's mother stated, that they ignored the infusion set change and that her kid had high blood glucose values all day. The device will not be returned for analysis.